Event description:
It was reported that the patient was asymptomatic. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. A very rapid battery decrease was observed. In (B)(6) 2024 the longevity estimate was 1.4 years, but the patient reached the elective replacement indicator (eri) on(B)(6) 2024 and end of service (eos) on (B)(6) 2024. The device was not capturing, and the impedance measurements were out of range upon interrogation. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Additionally, it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion, loss of capture, and out of range impedance. The patient experienced no consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. Correction: b5 - canned statement included, e1 - physician title should have been included, h7 - recall should have been selected, h9 - recall number should have been included, and h10 - canned statement included